Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial#: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 7495-51, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had a staph infection in the pocket after a replacement and had an explant. Cause was unknown.  Issue was resolved.